Manufacturer narrative:
The device is expected to be returned for investigation it has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility the device continued to deliver at the programmed rate, after the programmed volume to be infused was complete. There was no reports of any adverse patient events, and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.